Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The anvil was observed to be tilted and separated from the tubing. The tubing and the white connecting piece were not received. The anvil retainer leg was observed to be bent. Functional testing was not performed on the anvil. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the ins trument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). (Extended or time). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy, at anastomosis distal esophagus with remained stomach, the surgeon could not assemble device to the integrated trocar. With lots of trials to assemble circular stapler and device for 90 minutes, the surgeon could not assemble it. The distal part of device was bent outward and the device could not grasp integrated trocar firmly. After the surgeon attached device to circular stapler, and twist black knob for approximation, the device detached again and again. So the surgeon changed the device to a manual and powered stapler to finish the procedure. There was no patient injury.